Event description:
It was reported the physician encountered two unsuccessful cavity integrity assessment (cia) test during an attempted novasure ablation. The procedure was aborted and a laparoscopy was performed. The physician visualized a perforation in the "middle of the fundus". The physician cauterized the perforation and the pt went to recovery room. Prior to the attempted novasure endometrial ablation the physician performed a laparoscopy, tubal ligation, hysteroscopy and sounding (non hologic devices). It is not known when the perforation occurred or the cause. On (B)(6) 2012, it was reported that there was "no reported problems" with the pt.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall then sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not the further dilation is required. The nova sure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).